Event description:
It was reported that the patient was experiencing pain at the ipg site, left buttock, and in the lower extremities with overstimulation. Inadequate stimulation was also reported which was not resolved by multiple reprogramming attempts. The physician recently increased patients dosage intake for gabapentin medication. The patient will undergo an explant procedure. Additional information was received that all device components were explanted and were not returned.

Manufacturer narrative:
Exact date unknown, event occurred a week ago from the aware date. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 7070708.

Event description:
It was reported that the patient was experiencing pain at the ipg site, left buttock, and in the lower extremities with overstimulation. Inadequate stimulation was also reported which was not resolve by multiple reprogramming attempts. The physician recently increased patients dosage intake for gabapentin medication. The patient will undergo an explant procedure.